Event description:
Device malfunction: none. Symptoms / ae: stroke. Time of symptoms: after the procedure. The following was noted during article review. A retrospective analysis was conducted involving 256 patients receiving self expanding stents, to determine the influence of stent type on procedural and postprocedural hypotension and bradycardia. Within the study, it also reported that a total of 8 patients experienced a stroke. Four of those patients received an rx acculink stent. The other four strokes received non-abbott stents. Although requested, there is no additional information available.

Manufacturer narrative:
This report involves a retrospective study noted in an article. No devices were available for analysis. The part and lot numbers were not identified; therefore, a device history record review could not be performed. Attachment: nicolar diehm, md, barry t. Katzen, md, florian dick, md, margaret kovacs, edd, msn, gerald zemel, md, alex powell, md, shaun samuels, md and james f. Benenati, md.; "influence of stent type on hemodynamic depression after carotid artery stent placement"; january 2008; jvir; 23-30.